Event description:
It was reported that the patient experienced dizziness. It was also reported that the right ventricular (rv) lead exhibited a polarity switch and low impedance, triggering a warning. It was also reported that the rv lead and right atrial (ra) lead exhibited oversensing of noise. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(4) 2008. If information is provided in the future, a supplemental report will be issued.